Event description:
The patient had a pet scan which indicated some form of infection, bad cellular area or possibly a tumor. There has been no intervention yet. She was seeking a second opinion. Additional information has been requested.

Manufacturer narrative:
(B)(4).